Event description:
The customer contact reported a leak. At an unspecified time. The pca extension tubing set was to be used to deliver an unspecified concentration of hydromorphone, at an unspecified rate, via a pca pump. At an unspecified time, the female adapter of the anti-siphon valve of the pca side of the tubing set was connected to a pca injector assembly inside a pca vial. It was reported that during priming of the tubing set, an unspecified volume of solution leaked from an unspecified location of the anti-siphon valve of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.